Event description:
Customer alleged the lancet needle did not retract after firing in the softclix lancet device. Accidental sticks were reported, but the customer stated that no medical attention was required. A request was made for the return of the suspect device and replacement product was sent.